Event description:
It was additionally reported that the right ventricular (rv) lead triggered a lead integrity alert due to a fracture. The lead was explanted and was replaced.

Event description:
It was reported that the patient received inappropriate shocks and was in the emergency room being monitored. The right ventricular lead had noise and oversensing. The detections were turned off and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product event summary #(B)(4) - the full lead was returned in segments and analyzed. Primary analysis finding noted issue with lead fixation of helix. The lead conduct fractured. Performance data was collected and analyzed. The rv lead integrity alert triggered. One patient alert for lead failure predictor on (B)(6) 2012. The rv pacing impedance was out of range high. One patient alert for out of tolerance subthreshold lead impedance (B)(6) 2012 . Weekly pace lead trend data shows an abrupt increased for max ventricular pace bi-impedance = 475 to 4047 ohms peak between (B)(6) 2012. The rv sensing function was oversensing. Fifteen ventricular nst<(><<)>= 210 ms between (B)(6) 2012. Vf<(><<)>= 210 ms average v-cycle between (B)(6) 2012. The sensing function was oversensing non-physiologic/short interval counts (sic). Ventricular sic= 85349 counts n 22.38 days, between (B)(6) 2012.